Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm, the site was red, infected with a purulent lump. The patient visited the doctor's office, where was prescribed antibiotics (slucloxacillin) to be taken 4 tablets a day. The pod is not available for return.